Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient experienced an infection at the ins pocket. Symptoms included redness and hives in the pocket area a few weeks after implant. The infection resolved working with the patient¿s healthcare professional.